Event description:
Additional information was received indicating diagnostic dft testing was performed and results were satisfactory. No further intervention is anticipated. The patient was stable and will continue being monitored.

Event description:
During a remote follow up, a decrease in the r wave was noted on the right ventricular (rv) lead. Technical support was contacted and suspected a physiological phenomenon. The physician suspected a micro-dislodgement. Additional investigation is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.